Event description:
The customer reported a failure to discharge via internal paddles in the sync mode. There was no patient impact. The sync was from an external source.

Manufacturer narrative:
The customer reported a failure to discharge via internal paddles in the sync mode. There was no patient impact. The sync was from an external source. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.